Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery. Blood glucose was unknown. Customer reported that the insulin pump occurred battery test fail alarm. Customer change battery and battery cap but it didn¿t resolved the error. Customer reported that insulin pump has been out of warranty. The insulin pump will not be returned for analysis.